Event description:
Physician reported a right side capsular contracture, baker grade 4. Mammography and MRI performed. Device has been explanted.

Manufacturer narrative:
(B)(4). Device evaluation: visual analysis of the photographs identified: apparently, the unit is intact and has red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
(B)(4). Device evaluation: visual analysis of the photographs identified: apparently, the unit is intact and has red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported a right side capsular contracture, baker grade 4. Mammography and MRI performed. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation and white particle in the shell . Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported a right side capsular contracture, baker grade 4. Mammography and MRI performed. Device has been explanted.